Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that his infusion sites are "sweating off." He stated that he has tried using mastisol and the "sandwich" method but still the infusion sites fall off of his skin. He stated that when using the "sandwich" method he inserts the infusion site and applies a dressing over it. He was advised to first apply the dressing, insert the infusion site, and apply another dressing over the infusion site. No physiological effects were reported. The patient was sent tegaderm hp. Upon follow the following month, the patient stated that he had not tried the sandwich method yet. His physician advised him to rest his infusion sites due to scar tissue and he was switched to injection therapy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.